Manufacturer narrative:
The sample was returned for eval. It was received in the original poly plastic packaging. A visual exam was performed and it was observed that the pipe light was broken. Based on the visual exam, the reported complaint was confirmed. It was determined that the root cause of the breakage was during shipping/handling. Manufacturer will continue to monitor and trend related complaints. A conclusion code could not be found.

Event description:
The complaint is reported as: the laryngoscope blade has broken pieces of plastic floating in plastic wrapping bag. The issue was detected prior to pt use.